Event description:
It was reported that the caller stated that the patient temperature (pt) was 32.7c, but targeted temperature (tt) was 33.5c. They were getting an alert 113 (reduced water temperature (wt) control) in an arctic sun device. Flow rate (fr) was 0.9lpm, water temperature (wt) was 27.5c, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 31 percentage, system hours were 2985 and pump hours were 2877 and stated they device shut off and they filled the reservoir. Drained 500ml from right side drainage port and placed device in manual control at 40c. Water temperature (wt) was heated to 40c. Disabled manual control. Disconnected and reconnected pads using proper technique. Restarted therapy. Flow rate (fr) was 0.9lpm. In second call, caller stated that they were getting erratic temperature on same device. Esophageal to device reading 34.4c, rectal to bedside reading 33.6c. Had swap probes and no change in temperatures. Replaced temperature in cable and rectal reading 33.4c on bedside. However, they also replaced the esophageal probe and cable, and patient temperature (pt) did not change on this either (still 34.4c). Unable to tell which patient temperature was accurate. They stated that the baby was cold to the touch, shivering and elected to run therapy using the esophageal probe. They were also trying to get another device from picu for this therapy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to "sensor wire too weak." The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.